Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose was 152 mg/dl. A replacement adapter was sent to the customer. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.